Event description:
The consumer reports having problems with her vision after having cataract surgery with implantation of crystalens in both eyes. This report refers to the left eye. Initially, the consumer complained about being dissatisfied with her near and distance vision, having to wear glasses, eyes being very bright, haziness, and dry eyes. On (B)(6) 2010, bausch + lomb received additional info from the consumer indicating that she was experiencing glare that affected her ability to drive at night. The consumer subsequently reported experiencing halos as well. She also reported that the brightness resolved after yag treatment was applied, and that her distance vision improved after a lasik procedure in the left eye. The consumer reports being able to see distance sufficiently well now, however, her near vision has not improved. She was prescribed glasses for reading. Reference MDR # 2031924-2011-00017.

Manufacturer narrative:
The intraocular lens is implanted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.